Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels. It was also stated that the drive support cap was flush with the case. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. However, advised that the unit would be replaced due to the damaged drive support cap. Nothing further was reported.